Event description:
Country of complaints: (B)(6). Threads keep breaking.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 5 unopened and 2 opened pouches. Analysis and results: there are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed; there are no units in stock. Received five closed samples and two empty packs; there are no sutures inside. Knot pull tensile strength testing of the closed samples received was completed and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: as indicated in the instruments for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: not justified. Corrective/preventive actions: not applicable.